Event description:
Caller reported using inform system 1 and inform system 2 to test blood glucose of a neonate, had an inform system result of 68 mg/dl and a lab result of 36 mg/dl from the same heelstick within 10 minutes. She is unsure which system was used in the discrepancy. Reported no adverse event relative to this discrepancy. A request was made for the return of the system; replacement sent.

Manufacturer narrative:
This medwatch is for inform system 1. (B) (4)